Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing procedure, the monopolar curved scissors (mcs) instrument would not close. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have blade damage at the midpoint of the blade. One of the blade edges was indented causing the blades to be unable to open and close properly. The blade also appears to have a detached fragment. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Probable root cause of the mechanical indentations/burrs instrument blades is attributed to damage when attempting to cut incompatible material.